Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced discomfort at the implantable neurostimulator (ins) pocket site. On (B)(6) 2017, surgical intervention was undertaken and the physician placed the ins deeper in the pocket site. Postoperatively, the patient was doing well.